Event description:
It was reported that the patient had the artificial urinary sphincter removed as it would not cycle due to fluid loss from a hole in the cuff. A new artificial urinary sphincter was implanted. No patient complications were reported.